Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When pushing down on the foot lock on the bed, the floor lock will not engage to lock.